Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a sixty-three-year-old male was admitted with a critical aortic stenosis and shortness of breath, rapidly deteriorating into cardiogenic shock. Following a balloon valvuloplasty of the aortic valve, an impella cp was placed. The impella cp was accidentally pulled into the aorta during patient movement and had to be removed after failed repositioning attempts. There were no known patient adverse events.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number and UDI updated. H6 component code changed from g04105 to g07001. The investigation for device in wrong position has been completed. No product returned. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position into aorta during bath turn.

Event description:
Clinical assessment: a 63 year old male was admitted with a critical aortic stenosis and shortness of breath, rapidly deteriorating into cardiogenic shock. Following a balloon valvuloplasty of the aortic valve, an impella cp was placed. The impella cp was accidentally pulled into the aorta during patient movement and had to be removed after failed repositioning attempts. There were no known patient adverse events.